Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had been hospitalized with complications since implant on (B)(6) 2015. It was noted that there was no alleged product issue. It was reported that there were multiple post-surgical complications, the manufacture representative did not have details. The cause of the event was unknown. The surgeon wanted to place the pump at minimum rate. The patient had been at minimum dose of .48 mg/day of morphine. The pump was reprogrammed to minimum rate on "yesterday evening" to dose of 0.06 mg/day. No other troubleshooting, interventions or other actions were taken. As of (B)(6) 2015, it was unknown how the patient was doing and if they were receiving effective therapy. The patient's status at the time of report was "alive-no injury." (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)